Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that the insulin was running out a lot faster than normal. Customer also stated that the insulin was squirting out during the manual prime process. Customer reported that the insulin continues to drip after motor stops during the manual prime process. Customer stated that she ran out of needles for her pen. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer mentioned having a broken belt clip. A replacement belt clip will be sent as a courtesy. No additional information provided.

Manufacturer narrative:
Functional testing was not performed and compromised force sensor system alarm was not verified due to cracked end cap. The insulin pump had minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.